Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect. Customer's blood glucose was 114 mg/dl. Customer did not provide further information at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.